Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to e1 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled "endoscopic retrograde cholangiopancreatography in pancreatic disorders in pediatric population: experience from tertiary referral centre in western india." This retrospective analysis was performed to identify pediatric patients from january 2017 to december 2022 who underwent endoscopic retrograde cholangiopancreatography (ercp). All procedures were done using standard duodenoscope (olympus tjf-q180v). A total of 88 pediatric patients with pancreatic disease were included(mean age -13.7 years, 65.9 % males) and 28(31.8 %) children were < 13 years and 60(68.2 %) were 13 years. Technical success was achieved among 83(94.3%) whereas clinical success was achieved in 74(84.1%). Type of adverse events/number of patients: pancreatic ercps was pancreatitis seen in 9(10.2 %) post sphincterotomy bleed in 1(1.1 %).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.